Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient is reporting that the adhesive on her insight flex cannula 8 is faulty. Patient says that sometimes it will not stick initially when she is changing her cannula. Other times, the adhesive will work its way off and on a few occasions the cannula will come completely out of the body. No adverse event alleged. A request was made for the return of the device. The patient will return 2 unused cannulas - no used cannulas being returned.